Event description:
It was reported that during the night following the implant procedure, the patient became confused, self-extubated, and was waving the arms, consequently dislodging the right ventricular lead. The patient had no underlying rhythm and the lead could only pace when the patient was not moving or breathing heavily, so external pacing was used until the patient remained calm. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.